Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the wake button was intermittently delayed in responding to presses. There was no reported adverse impact. Customer declined to troubleshoot the issue with tandem technical support. Although requested, no additional information was provided.